Event description:
Nurse reports via our sales rep, that a miss drilling occurred. The t2 system was locked without using a targeting device.

Manufacturer narrative:
Add'l info has been requested and if received will be provided on a supplemental report.